Event description:
It was reported that the device delivered inappropriate therapy for atrial fibrillation with rapid ventricular response. Programming changes were recommended. No further information is available.